Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis and fatal cardiac arrest in a patient coincident with dianeal pd2 ambuflex therapy. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient died of a cardiac arrest. Remedial treatment provide to the patient was not reported. Cause of death was cardiac arrest. It was not reported if an autopsy was performed. The nurse stated that the cardiac arrest was unrelated.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified.